Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed via review of egms. The patient presented in-clinic for dft testing. Suspected externalized conductors were observed via fluoroscopy. The physician opted to cap the lead.